Manufacturer narrative:
E1: enter address information: (B)(6). E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle through catheter. The following information was provided by the initial reporter, translated from portuguese to english: the silicone of the material is tearing during the puncture, it does not slide into the patient's vein. Images of the material follow, we already had some events in the institution related to nursing for this event.

Manufacturer narrative:
A device history record review was completed for provided material number 38184414 and lot number 3058286. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality team. Through examination of the pictures, the product appeared used and the needle was through the catheter. It is not possible to confirm that this defect was generated during manufacture, as if the needle was through the catheter prior to puncturing, the product would not have been used. It is most likely that this incident resulted from the use of the product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
The silicone of the material is tearing during the puncture, it does not slide into the patient's vein. Images of the material follow, we already had some events in the institution related to nursing for this event. ____ customer provided to us the additional information below. - was the reported incident noticed before, during or after use? What happened during use, at the time of puncture. - was there any harm to the patient/caregiver? (Detail) there was no damage, but a new puncture is necessary. - was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, medication administration, etc.)? (Detail) there was no need for medical intervention. - was there exposure to blood or chemotherapy to mucous membranes or skin? (Detail) there was no blood exposure. What medication was being administered? As for the medications, they were not administered, as we needed access beforehand. This does not occur when the abocath is already positioned, but at the time of puncture.